Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation, difficulty charging and communicating. Reprogramming of the device was performed but the issue remained. The physician replaced the implantable pulse generator (ipg). The patient was doing fine post-operatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate stimulation, difficulty charging and communicating. Reprogramming of the device was performed but the issue remained. The physician replaced the implantable pulse generator (ipg). The patient was doing fine post-operatively.

Manufacturer narrative:
Analysis of the returned ipg revealed that the device passed all tests performed and exhibited normal characteristics.